Event description:
It was reported that the four of the patient's batteries had scratches on the conductors as well as broken plastic particles. The clips had only been in use since (B)(6) 2023. The patient's lifestyle was active, but a cause for the damage was not determined. Additionally, it was reported that 2 of the 4 batteries showed signs of leakage.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: correction. Lot number and expiration date provided. The serial number is unknown. Section h4: correction. Manufacturing date provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-07713.

Manufacturer narrative:
Section d4: correction. The serial number, lot number, and expiration date of the batteries that showed signs of leakage is unknown. Section h4: correction. Manufacturing date unknown. Manufacturer's investigation conclusion: the reported event of the battery having scratches on the conductors as well as broken plastic particles and signs of leakage coming from the battery was not confirmed. The heartmate 14 volt lithium ion battery was not returned for analysis. Additionally, no photos, videos, or any other supporting documents were submitted that would confirm the reported event. Provided information stated that no products will return as 2 of the batteries also show signs of leakage of battery solution. Due to this occurrence the hospital disposed the affected batteries. There is no indication of which batteries showed signs of leakage. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. The heartmate 3 patient handbook section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their batteries ¿ for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the universal battery charger to charge and calibrate the 14v li-ion batteries. Instructions on how to use the ubc to view and interpret key information about the batteries are also provided. The heartmate 3 patient handbook section 6 ¿ ¿equipment maintenance¿ provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The user is instructed to clean battery contacts with a cotton swab or lint-free cloth that has been moistened with rubbing alcohol. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.